Manufacturer narrative:
The device was discarded; therefore, no physical analysis of the product could be performed. This report is being filed based on the evaluation of the image provided on (B)(6) 2026, which revealed a fracture to the core wire material. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The image provided shows a safari2 guidewire. The guidewire's core material exhibits fracture/shear damage at an unspecified distance from the distal tip. Additionally, the surrounding coil material appears stretched, suggesting possible tensile loading or advancement under resistance. As indicated in the device instructions for use warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. · the guidewire should only be introduced into or withdrawn from the heart through a catheter already positioned in the ventricle. · the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As described in the device instructions for use: 10. Advance the interventional device over the guidewire while maintaining guidewire position. A. Visibly monitor the guidewire double curve when advancing or withdrawing a catheter or interventional device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 11. Maintain the guidewire position while withdrawing the interventional device over the wire. 12. To remove the guidewire from the treatment area: a. The interventional device must be withdrawn first before advancing the catheter over the wire. B. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. C. The safari2 guidewire is pulled back completely into the catheter. D. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The patient information was not provided: therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to obtain additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to the system requires a value in h6(g). The medical device referenced in part d is not marketed in the united states and does not have a gudid entry. However, a similar device (safari2¿) is marketed in the u.s. And shares comparable design and functionality. This report is being filed to ensure compliance with FDA requirements under 21 cfr part 803.

Event description:
Event description: the wire unraveled and came apart during procedure, new wire opened and used. What troubleshooting steps, if any, resolved the issue? New wire used. Patient complications: no patient complications. Patient outcome: expected to fully recover. Additional information received 13-mar-2026: question: what is meant by wire unraveled and came apart? Is the wire damage a true fracture (resulting in two or more separate pieces), or does it refer to coil damage only (e.g. Stretching, misalignment, or offset of the outer coil)? Answer: the wire unfurled from the end and came apart in two pieces. Question: if the damage is a true fracture, did the separation involve the core wire, the outer coil wire, or both? Answer: the outer coil wire. Question: was the guidewire shaped or otherwise manipulated prior to insertion? Answer: no. Question: at what point in the procedure was the damage first observed - during insertion, advancing to treatment site, or withdrawal? Answer: withdrawal. Question: did the wire become entangled with any other devices or patient tissue prior to the damage? Answer: unknown. Question: did the physician notice any unusual resistance before this damage occurred? Answer: no. Question: please provide a list of all devices used during the procedure, including the model, brand name, and size. Answer: edwards sapien valve, various pigtails and wires.